Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be conforming @49,7 hrc. No manufacturing issue was found during investigation, therefore no prm documents were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing date: 06may2011. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. No non-conformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the distractor broke. It happened during the surgery when the surgeon tried to place it. The surgery was not prolonged. The patient is fine and was not affected. Another device was used instead. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.